Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that collimator shutters failed, causing exposure errors on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.